Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the customers complaint was unable to be confirmed, no problem was found. There were secondary findings, blower and flow tube contamination, top enclosure damaged due to wear and tear on ui panel. Replaced ui panel, right side panel, blower, box mount, pressure tube, flow tube and manifold. The device passed final tests.